Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil, pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a pod coil into the target vessel using the lantern. While advancing a pod pc within its introducer sheath, the physician experienced resistance. Therefore, the pod pc was removed. The procedure was completed using four additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.